Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: stylet: stylet bent; the analyst noted that it cannot at this time be determined how or when the stylet was bent.

Event description:
It was reported that stylet tip was damaged prior to use with a lead. No patient complications have been reported as a result of this event.